Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was being prepared for use in an esophagogastroduodenoscopy procedure. According to the complainant, during assembly of the stent, the stent kept folding in on itself. Reportedly, the doctor did not feel comfortable placing this stent and used another polyflex esophageal stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.